Manufacturer narrative:
The lens was returned. A small amount of viscoelastic is observed on the lens. Both haptics are broken (one returned). The optic has been cut into two pieces. Power and resolution testing could not be conducted due to the optic damage. Iol product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge was indicated. The product investigation could not identify a root cause for the reported complaint. Information was provided that the monofocal toric (3.00cyl.), 21.5 diopter was replaced with a multifocal toric (3.00cyl.), 21.0 diopter, +3.00. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient's vision deviated from what he had expected. Two months after initial implantation, the lens was exchanged for another lens that was a half diopter different power, but also contained near vision correction. Additional information was requested.